Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the 6th distal stent strut row with stent struts misaligned. The undamaged section crimped stent outer diameter was measured and the result was 0.0455", this is within maximum crimped stent profile measurement. Stent damage most likely occurred during an attempt to cross a severely stenosed lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.